Manufacturer narrative:
This report is submitted on march 7, 2022.

Event description:
Per the clinic, the patient experienced a work accident where he worked on a machine with strong magnets. His head was attracted to the strong permanent magnet, which was close to him. It was very difficult for him to remove his head from the strong magnet. Since then there is throbbing pain with and without sound processor and he has intermittent hearing. This resulted in an extrusion of the magnet. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on april 20, 2022.